Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. A conclusive cause for the reported dissection, and the relationship to the product, if any, cannot be determined. The treatment(s) appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The reported patient effect(s) of dissection are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as an adverse event that may be associated with pci treatment procedures and the use of a stent in native coronary. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat the mid right coronary artery (rca) with moderate calcification and mild tortuosity. The 3.0x48 mm xience xpedition stent was implanted and a long distal edge dissection occurred. The 3.0x23 mm xience sierra stent was implanted to treat the dissection but another dissection occurred. A 3.0x15 mm xience sierra stent was used to treat the dissection and complete the procedure. There were no adverse patient sequela. No additional information was provided.